Event description:
It was reported that a patient underwent an achilles tendon repair procedure on (B) (6) 2007. Post-operatively, the patient developed an infection and had a wound dehiscence on or about (B) (6) 2007. The patient developed an ulcer until early (B) (6) 2007. Antiseptic scrubs were used and some sutures were removed on (B) (6) 2007. In (B) (6) 2007, sutures started coming out of the skin and some were removed, and an abscess formed. An incision and drainage procedure was performed on (B) (6) 2007. The patient was treated with keflex in (B) (6) 2007 and restarted in (B) (6) 2007 after the incision and drainage. No revision surgery was done. After the incision and drainage, the healing process started and treatment stopped in (B) (6) 2007. The patient went in for visit in (B) (6) 2008, and there was a discussion surrounding surgery to remove scar tissue but no surgery has been performed. The patient went through physical therapy from (B) (6) 2007 until (B) (6) 2007. The patient has scarring internally and externally with some restriction in movement.

Manufacturer narrative:
(B) (4) - infection. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.